Event description:
On (B)(6) 2012 the patient contacted the animas corporation to report an alleged keypad malfunction. The patient alleges the keypad buttons have become intermittently unresponsive since (B)(6) 2012. No other information was made available by the patient. The patient reportedly wears the pump under the clothing, against the body and does not clean the pump. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there is no adverse event associated with this complaint. It was reported that the keypad buttons were intermittently unresponsive. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.